Event description:
It was reported via phone call that the customer believes that the insulin pump is not delivering insulin. It was also reported that the insulin pump has cracks to the reservoir compartment. Customer's blood glucose level at the time was over 400 mg/dl. Troubleshooting was declined. Advised insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A test p-cap and reservoir locks into place inside the reservoir compartment properly. Device was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08635 inches. Device was received with cracked battery tube threads. No crack on the reservoir tube or reservoir tube lip noted during physical inspection. (B)(4).